Manufacturer narrative:
The microsensor (826631)was returned for evaluation. Failure analysis - the issue of the complaint was not confirmed. No visible damage to the millar sensor, catheter material, or connector. Icp express passed with reading 499. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to incorrect set-up of device.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after a microsensor was implanted into the patient on (B)(6) 2020, the intracranial pressure (icp) was not showing. The event happened during implantation and the procedure was completed with a replacement product. The event led to surgical delay, unknown for how long.